Event description:
It was reported that the right ventricular lead exhibited noise, loss of capture and low impedance. An in-clinic visit would be scheduled. No patient symptoms were reported.

Event description:
The patient was seen in the clinic at an unknown date and no loss of capture was noted. No patient symptoms or intervention was reported.